Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the customer received multiple cartridge alarms during the loading sequence. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer declined to provide further information or declined a follow up call from tandem technical support.